Manufacturer narrative:
Button error alarm and intermittent act button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm during bolus. Customer reported that insulin pump was exposed to sweat. Customer's blood glucose was 203 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.